Event description:
It has been reported that one needle 18x1-1/2 rb was found containing foreign matter before use. The following has been provided by the initial reporter: material no: unknown (provided 305196) batch no: unknown (provided 8267637) it was reported that needle is covered with a "film". Details of complaint (reported issue): cx reported that needle is covered with a film and cannot be used.

Manufacturer narrative:
Correction: made in columbus the following information has been updated: d.3. Medical device manufacturer: becton dickinson and company d.4. Medical device lot #: unknown g.1. Manufacturing location: becton dickinson and company.

Manufacturer narrative:
Medical device lot #: 8267637 does not match with the reported medical device catalog# so the manufacture and expiration dates are unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one needle 18x1-1/2 rb was found containing foreign matter before use. The following has been provided by the initial reporter: material no: unknown (provided 305196). Batch no: unknown (provided 8267637). It was reported that needle is covered with a "film". Details of complaint (reported issue): cx reported that needle is covered with a film and cannot be used.

Event description:
It has been reported that one needle 18x1-1/2 rb was found containing foreign matter before use. The following has been provided by the initial reporter: material no: unknown (provided 305196) batch no: unknown (provided 8267637). It was reported that needle is covered with a "film." Details of complaint (reported issue): cx reported that needle is covered with a film and cannot be used.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.